Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller screen started to flicker before it went dark. The screen was so dark that the patient was barely able to discern the screen readings. The patient stated the display looked like it had a white film underneath it. The patient removed and reinserted the lithium battery pack, but it did not resolve the issue. The patient confirmed that the screen was as bright as possible and no difference was noted when adjusting screen brightness. It was further reported that the ins had been charged to 100%, but the morning of the call they were unable to feel stimulation. The loss of stimulation was sudden. The patient stated it was not working in their body. Reinserting the controller battery pack did not resolve the issue. The patient was unable to effectively use the controller to troubleshoot due to the screen issue. No further complications were reported or anticipated.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that after the implant surgery, she went in for her 2-week check and everything was going good, but they discovered right away that the right side lead came loose. They discovered that it wasn¿t connected but they left it that way. The patient reported that more of her pain was on the left side and not much on the right. The patient started working with a manufacturer¿s representative (rep) who worked on it and worked on it and managed to get pain coverage from the left side to come around to her right almost down to her knee and since then the rep had been changing the leads to try to give relief. The patient reported that what the rep had done helped her low back and hip pain and said it had been helping on the right-side sciatica. The patient reported that more recently in september something in her back went out, she had new pain on the right side and she knew the lead was off. Additional information received from a manufacturer representative (rep). It was reported that the patient saw the hcp at the end of january and everything was still connected with the system. The contacts and impedances were fine, but the lead had migrated up. The rep speculated the anchor came loose or wasn't tightened as this happened within a week after implant. The rep reprogrammed the device using the other lead at that time and was able to get great coverage on the left side which is what the patient was implanted for. A revision was discussed, but since coverage was good and the lead was still midline in the epidural space, everything was left as is. It was mentioned the patient may have had a fall. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation: product ID 97745 serial(B)(4). Product type programmer, patient due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.